Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat vaginal vault prolapse with enterocele. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh, the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other issues. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2007, due to vaginal vault prolapse with enterocele repair.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.